Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported therapy has been helping for back and left leg. However, sunday night patient started feeling pain going down left leg. Patient has group a and b and uses b 100% of the time. Each group has 2 programs. Caller states patient could feel tingling (therapy) but when tapping on programs 1 and 2 it was at 0 ma. Caller had patient come into office with patient controller. When checking values program 1 shows 5.4 ma and 2 shows 3.0 ma. When interrogating with clinician programmer, patient is showing 0 amplitude for both programs. Stimulation is on and both programs are on. When interrogating with clinician programmer, patient is showing 0 amplitude for both programs. Stimulation is on and both programs are on. Contact 5 impedance was in the 1700¿s with all other values good between 700-800. The caller was asked if the patient has adaptive stim (as) active. At first the caller did not think as was active, but saw in the settings it was on. All as values are set at 0 for group a, with group b having random values. Caller does not remember setting up as for patient. Patient also states she never makes changes to therapy. The caller was advised adjust values for as accordingly if patient wishes to use adaptive stim or turn off completely. It was reviewed that technical services was not familiar with as values changing themselves. Once changes are made, patient should monitor going forward. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the adaptive stim issue was not determined. Settings were changed to comfortable settings and the issue was resolved. No further complications were reported.